Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 444mg/dl. The customer treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 207 mg/dl at the time of the call. Troubleshooting was performed and found that the keypad buttons are not responsive and are very hard to press. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details given.